Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) stopped compressions and displayed a "realign patient" message was confirmed in the archive review but not during the functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse passed the initial functional test without any fault or error. Unrelated to the reported complaint, a damaged load plate cover was observed during visual inspection. The load plate cover was replaced to address the issue. This type of physical damage found during visual inspection is characteristic of user mishandling. The archive log file revealed the autopulse platform stopped compression multiple times due to user advisory (ua) 17 (max motor on time exceeded during active operation) error. Based on the archive review, the li-ion battery sn (B)(4) was used (1426 mah remaining capacity) with the platform. The device was powered on and performed 2 sessions (74 compressions, 2 compressions) and then stop due to user advisory (ua) 17. The take-up target and the encoder take up end values indicate the patient chest circumference is very large in size. The autopulse was used again with the same battery and stop compressing multiple times due to user advisory (ua) 17 error. The autopulse did not reach target depth within the specification due to the size and the stiffness of the patient's chest. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 17 error message alerts the user that the drive motor did not reach the target compression depth within specification when used on a medium/large size stiff patient or when the battery being used has a low voltage or the lifeband is twisted. The reason the autopulse platform stops after a few compressions, it is trying to build-up to the 20% compression depth and cannot do it in the specific time frame but did not have enough power to achieve this compression rate within 0.38 seconds. Following the service and repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
As reported, the autopulse platform (sn (B)(4)) was used on the (B)(6) male patient ((B)(6)lbs.) In cardiac arrest witnessed by the family members. The bystander CPR was performed for an unknown period of time. The manual CPR was performed by the first responder for 5 minutes. The patient was then placed on the autopulse platform and the platform stopped and displayed "realign patient" message after 4-5 compressions. The crew re-aligned the patient, however, the platform stopped again after 4-5 compressions and displayed "realign patient" message. The use of the autopulse platform was discontinued and manual CPR was performed for 1 round of compressions. The platform started compressions after the crew selected a continuous CPR mode. Rosc (return of spontaneous circulation) was not achieved and the patient was pronounced dead at home. Per customer, the patient's outcome is not related to the autopulse platform.